Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of "allergic reaction", "swelling", "oedema", "erythema", and "painful" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Patient reported they were injected with juvéderm® volift¿ with lidocaine in the nasolabial folds, and lips. 18 days later, patient contacted injecting hcp ¿with a slight asymmetry in the upper lip and had a second injection into the upper lip with the same product¿. The next day, patient presented with ¿swelling in the upper lip and left cheek with no symptoms of pain or fever.¿ 2 days after onset, patient consulted a different hcp, who administered hyaluronidase to the upper lip. ¿in the initial hours, no improvement was apparent, even after 24 hours, oedema was still present and symptoms started to recede about 36-48 hours post hyaluronidase treatment.¿ ¿an antihistamine was prescribed (first xyzal, then "claritine") for a few days to help fight any reaction to hyaluronidase. During the next couple of days oedema was almost entirely gone and no other symptom was observable.¿ 22 days after onset, patient experienced ¿edema and erythema appeared in the lips and in the counter side cheek (right cheek) from the one that was previously treated with hyaluronidase¿, well as something [the patient] felt and looked like herpes simplex erupting on [their] lips¿. ¿[patient] also noted a yellow, opaque fluid oozing out of [their] upper lip. The affected areas felt tender and painful.¿ patient was prescribed augmentin for 7 days and valtrex. On day 27, patient received ¿a small dose of hyaluronidase in the lower part of the left cheek (the same cheek previously treated with hyaluronidase), where, upon palpation, accumulation of fluid, ha, or some type of material could be felt.¿ patient also received dexamethasone sodium phosphate. On day 29, patient experienced ¿a painful and swollen lower lip and erythema and some swelling still present on the right cheek.¿ patient also described event as a "severe allergic reaction". Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01761 (allergan complaint # (B)(4)). This is the first MDR submitted for the first injection of suspect product, juvéderm® volift¿ with lidocaine.

Event description:
Patient reported they were injected with juvéderm® volift¿ with lidocaine in the nasolabial folds, and lips. 18 days later, patient contacted injecting hcp ¿with a slight asymmetry in the upper lip and had a second injection into the upper lip with the same product¿. The next day, patient presented with ¿swelling in the upper lip and left cheek with no symptoms of pain or fever.¿ 2 days after onset, patient consulted a different hcp, who administered hyaluronidase to the upper lip. ¿in the initial hours, no improvement was apparent, even after 24 hours, oedema was still present and symptoms started to recede about 36-48 hours post hyaluronidase treatment.¿ ¿an antihistamine was prescribed (first xyzal, then claritine) for a few days to help fight any reaction to hyaluronidase. During the next couple of days oedema was almost entirely gone and no other symptom was observable.¿ 22 days after onset, patient experienced ¿edema and erythema appeared in the lips and in the counter side cheek (right cheek) from the one that was previously treated with hyaluronidase¿, well as something [the patient] felt and looked like herpes simplex erupting on [their] lips¿. ¿[patient] also noted a yellow, opaque fluid oozing out of [their] upper lip. The affected areas felt tender and painful.¿ patient was prescribed augmentin for 7 days and valtrex. On day 27, patient received ¿a small dose of hyaluronidase in the lower part of the left cheek (the same cheek previously treated with hyaluronidase), where, upon palpation, accumulation of fluid, ha, or some type of material could be felt.¿ patient also received dexamethasone sodium phosphate. On day 29, patient experienced ¿a painful and swollen lower lip and erythema and some swelling still present on the right cheek.¿ patient also described event as a "severe allergic reaction". Symptoms are ongoing.

Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.